Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model # 8596sc, serial # (B)(4), implanted on: (B)(6) 2011, explanted on: unknown. (B)(4).

Event description:
An overdose was reported with the patient experiencing tinnitus. The patient had come into the clinic after the initial refill with ringing in their ears. The clinic sent the patient to the emergency room (ER) and was admitted overnight. Per the reporter patient had a refill of the pump yesterday ((B)(6) 2012) and there was a possible pocket fill done of approximately 20ml drug. It was believed that the needle pulled out of the pump due to patient's physical characteristics; as the needle was way down to the hub. They aspirated the pump at some point and noticed there was blood in the reservoir aspirate. The pump was going to be refilled under fluoro. On (B)(6) 2012 the patient was scheduled for a refill in radiology. Under x-ray they were able to access the pump which was in the patient's back due to obesity. The np used the long needle to access the pump and another nurse had to physically push down on the needle tenting the tissue to keep it in the pump. They were able to draw off approximately 10ml of drug and the pump should have had 19.9ml so it looked like only 1/2 the drug was delivered subcutaneously. When they injected the new med, the np injected and drew back throughout the fill to confirm the drug was going into the pump. Another nurse also pushed down on the needle to keep it in the pump. The patient was programmed at 1mg/day. The patient discharged on (B)(6) 2012 and was doing "ok". The pump delivered hydromorphone and bupivicaine.